Manufacturer narrative:
(B)(4).

Event description:
It was reported that at follow up, during interrogation the pulse generator exhibited a diagnostics anomaly. The patient received external defibrillation. After a software download, the device resumed normal function. The patient would continue to be monitored.